Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after reviewing the returned photo¿s from the customer, the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, was missing the additive. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient additive with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue. Based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient additive with the incident lot was observed. As a result, bd has initiated further investigation relating to this issue. Based on the investigation, the most likely root cause was determined to be manufacturing related. As a result, bd has initiated further investigation relating to this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.